Event description:
It was reported the patient believed that they put saline in their pump when they replaced it. After they replaced the pump, the patient went completely catatonic: they could not stand, could not walk. The patient found out that hcp put 4 mg/day of dilaudid in the pump when implanted instead of saline as the patient expected. The hcp put in 4 mg/day of dilaudid right away, the same dosage that the old pump had. Per the reporter, going back to 4 mg/day of dilaudid was 'nuts', 'crazy'. The patient also had clonidine in the pump. The patient went to the hcp and the hcp reduced the dosage of dilaudid down to ¿1.something¿. Then at the (B)(6) 2012, the hcp added ketamine-"horse tranquilizer". By the (B)(6) 2013, the patient lost all strength in both legs, could not stand, could not walk. The problem was not the dosage, they put the correct dosage and the hcp added 2 boluses: one at 11 pm and one at 2 am. The combined amount of ketamine/overdose of ketamine caused the patient to loose strength of their legs and the patient did not even know about it. The patient was hospitalized for 5 days and both the neurosurgeon and neurologist thought it was the pump. When the patient was released from the hospital, the patient went back to the pain hcp and he removed the 2 boluses and dialed everything back to where it was before. The patient then regained strength in both of her legs. The patient still had ketamine in the pump, along with dilaudid and clonidine. The reporter also stated that after bad experience with ketamine the hcp removed it from pump and the patient went back on dilaudid and clonidine. No patient outcome was reported regarding the event. Further follow-up is being conducted to obtain the information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2012, product type: catheter. (B)(4).